Event description:
Allergan aesthetics received an email from a patient representative reporting that a patient who was treated with coolsculpting on (B)(6) 2015 to the upper, mid, and lower abdomen using the legacy coolmax applicator experienced paradoxical adipose hyperplasia (pah/ph) reported on (B)(6) 2023. Additionally reported was no treatment effect.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.